Manufacturer narrative:
This is one event reported for the same pt involving three separate products and associated with MDR # 1225714-2013-02829 and 2937487-2013-00191.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010, after the use of the product.